Event description:
It was reported that a user on the ilet pump for approximately four weeks experienced hyperglycemia and requested adjustment of pump target settings after announcing lunch one hour earlier, with a reported glucose value of 306 mg/dl; troubleshooting and education were completed, and no device alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no reported injury, no reported emergency care, and no hospitalization. Investigation included complaint intake review and user troubleshooting with education. Investigation of this case revealed no device malfunction was identified based on the absence of alarms and successful completion of troubleshooting steps. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and could not be conclusively linked to the device or its components. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.